Manufacturer narrative:
Damaged motion interrupt pan.

Event description:
It was reported by service report that the bed would not go down. No patient involvement or adverse consequences were reported.